Event description:
It was reported that the pin fell out of the micropituitary during use in surgery. All pieces were retrieved. There were no patient complications.

Manufacturer narrative:
The device was returned to medtronic for evaluation. Visual examination found that the tip of the dynamic shaft is broken on both sides at the pin location. The pin is missing and the tip appears to be bent. This type of failure may be cause by the use of excessive force or torque. A review of the device history records found no documentation to indicate a non-conformance to specification.